Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed to open. A technical support specialist remoted in and checked the drawers. No failures were detected, and the customer was able to issue medication. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank mini, the drawer had failed to open. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.